Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that in the last month the patient had a few problems off and on where the device shuts off and the patient is able to get it to come right back on. The caller said without stimulation the patient is in excruciating pain. When the caller was asked to clarify what shuts off the stimulation or the patient programmer (pp). The caller said "it just shuts off". The caller then asked the patient during the call and explained that if the patient sits at a certain angle or something that all of a sudden it shuts off. The caller said that both times it shut off was when the patient was sitting down. If the patient were walked when it shuts off she would have fallen down. The caller was then asked if the patient only loses the feeling of stimulation or does the pp also show that the ins is off. The caller stated "even the control deal shuts off. It goes down to zero and she has to reset the pulses again and then it is fine". No further complications were reported. No additional patient symptoms were reported.